Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000562. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they had to manually open the system as she states the ias (imaging acquisition system) lost power while around a patient. After they manually removed it, the monitor displayed a message relating to calibration needing to be completed. Because they could not get the ias to power on, they decided to abort the final confirmation spin but states it was successful in getting two intra-op scans prior to it losing power. In troubleshooting, it was hard rebooting the system, including disconnecting the umbilical and power cable. Upon booting up the mvs (mobile viewing station), there were no error messages but ias had no led around the power button. They confirmed that the key was in the vertical position, and needed to be horizontal and ready for use. After turning the key horizontally, they were able to boot up the ias successfully with no error messages or calibration messages. They take a spin with a resin model to confirm the system is functional for imaging. They confirmed it was able to dock and move the system without issue. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.